Manufacturer narrative:
Unit received with constant rf pic failed self test alarm and unable to communicate to bg meter due to a faulty y1 on the rf board. Unable to perform self-test and displacement test due to rf pic failed self test alarm.

Event description:
Customer reported via phone call that the insulin pump had rf pic failed self test and pump error alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a backup plan. Customer will be returned device for analysis.